Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was confirmed based on the attached x-rays. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a patient specific event. Dfu-0152-4 at revision 0. E. Warnings. 6. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/25/2023, it was reported by a sales representative via (B)(4) that an ar-4159-11d flexwire broke two weeks post-operation. On (B)(6) 2022, a patient underwent a second and third hammertoes procedure in which an ar-4158ds-12s dynamite pip was implanted along with the flexwire. Two weeks later, the patient kicked a branch when walking through the woods. During the post-operation visit, it was confirmed that the flexwire at the second mtp joint was broken; the third wire was intact. Both wires were removed during the office visit.